Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date enteredthe date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a low sensor result and self-treating with honey and sugar. A subsequent reading of 8 mmol/l was obtained on a competitor brand meter and customer reported his/her blood glucose rose to "critical levels". Customer further reported receiving unspecified third-party treatment, however no further details were provided. There was no report of death or permanent impairment associated with this event.